Event description:
It was reported that the patient had an epicardial effusion due to possible perforation post implant. Patient presented with shortness of breath on the third postoperative day. An echocardiogram was done with no pericardial effusion. On the eight postoperative day another echocardiogram was done and an effusion was documented which was drained with resolution of symptoms. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.